Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the dispersion wire would not work despite operating motor drive for several minutes. The drive and wire were withdrawn and a portion if the wire broke within the catheter. The device was then removed and a new device was used to successfully complete the procedure. No patient injury is reported. Evaluation summary: the trellis catheter and the odu were received for evaluation with the odu separated from the catheter. The dispersion wire was tangled immediately distal to the hub. The shell switch was in the on-position but the light was off indicating that the switch (and motor) had been turned-on but the battery had been drained. The distal edge of the dispersion wire exhibited a fracture that also exhibited an indication of either a severe kink and twist or stretching of the polymer jacket that was then blunted (fold-over kink). There was a severe kink in the catheter at the strain relief and 36cm from the strain relief. The distal (grey) section (35cm) and part of the black section (11.5cm) of the dispersion wire were still in the catheter. The separated section was extracted from the catheter. The distal fracture face (on the section extracted from the catheter) exhibited damage similar to the proximal fracture face (kink twist). The location of the noted catheter kink (36cm from the strain relief) could be lined-up with the dispersion wire fracture (within the travel of the odu travel bar).